Manufacturer narrative:
The returned sensor was evaluated. During evaluation the unit failed continuity testing due to an open in the cable on the white conductor at the bend relief area of the db9 connector. Open in the cable was most likely due to mechanical stress during removal of the sensor from the cable based upon the appearance and location of the open. The sensor functioned intermittently. The sensor was able to obtain spo2 and pulse rate values when the connection was held in normal operation. When the sensor was manipulated to "open" (non functional), the device alarmed and an error message displayed on the test monitor.

Event description:
The customer reported that the "sensor is presenting an intermittent reading." No known impact or consequence to patient were reported.